Event description:
It was reported that this right atrial (ra) lead has exhibited high impedance. The values are higher than 2000 ohms. The ra lead set to unipolar which has caused false atrial tachycardia response. The r-waves are variable and it could be farfield that is being oversensed. It was later confirmed that the ra lead was found fractured. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).